Event description:
It was reported that the 9600+ system reboots on its own. No patient injury was reported.

Manufacturer narrative:
The service rep tightened two connections on the power cord. The system operates as intended.